Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that there was an open state of free flow when the IV tubing is inserted and door closed. It was also discovered that the device failed the air-in-line test during evaluation and over-delivered by 26.5%. Walkmed infusion performed further failure investigation and identified physical damage to the exterior housing as the cause.

Event description:
During product evaluation, walkmed infusion observed the device to fail the air-in-line test, over-deliver by 26.5%, and to also have an open state of free flow. The device was initially sent to walkmed infusion for a reported broken exterior housing.